Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 32 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Mid-struts were noted to be lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 24mmx2.50mm, de novo target lesion containing >=90 degrees bend was located in the mildly tortuous and non-clacified left circumflex artery. After crossing thr lesion with a non-bsc guide wire, pre-dilation was perfomed with a non-bsc balloon. A 32x2.50mm promus elite drug-eluting stent was advanced but failed to cross the lesion due to significant bend at the lesion site. The device was removed but after removal, it was noted that the struts of the stent were damaged. The lesion was pre-dilated again and deployed another 2.25x32mm promus elite drug-eluting stent and the procedure was completed. No patient complications were reported. The patient was stable and respoding well to the medicines.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 24mmx2.50mm, de novo target lesion containing >=90 degrees bend was located in the mildly tortuous and non-calcified left circumflex artery. After crossing thr lesion with a non-bsc guide wire, pre-dilation was performed with a non-bsc balloon. A 32x2.50mm promus elite drug-eluting stent was advanced but failed to cross the lesion due to significant bend at the lesion site. The device was removed but after removal, it was noted that the struts of the stent were damaged. The lesion was pre-dilated again and deployed another 2.25x32mm promus elite drug-eluting stent and the procedure was completed. No patient complications were reported. The patient was stable and responding well to the medicines.